Event description:
It was reported that, "neck sleeve insert for the centrax and one of the spleens broke on insertion, when the surgeon went to reduce it, the neck sleeve came apart from the head and it stuck on the neck of the broach, and had difficulties getting off of the stem, so it had to be cut off."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.